Manufacturer narrative:
(B)(4) - the pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the pt's device was replaced due to a motor stall. It was stated the pt heard an alarm on (B)(6) 2010, called their health care provider (hcp) on (B)(6) 2010, and was seen on (B)(6) 2010. The pump's logs reportedly showed a motor stall and recovery. The pt's hcp decided to replace the pump. The medication being delivered via the device system was compounded baclofen. The pt recovered without sequela. Additional info has been requested, a follow-up report will be sent if additional info becomes available.